Event description:
It was reported that this patient experienced two episodes of shocks before syncope episodes and recently developed two episodes of syncope with no preceding shocks. The cause could not be determined via neurological examination, x-ray, or electrocardiogram. A holter monitor electrocardiogram was used and results were pending. No additional adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient experienced two episodes of shocks before syncope episodes and recently developed two episodes of syncope with no preceding shocks. The cause could not be determined via neurological examination, x-ray, or electrocardiogram. A holter monitor electrocardiogram was used and results were pending. No additional adverse patient effects were reported. The device remains implanted. Additional information noted no holter monitor was used and the cause of the syncope was not determined after performing neurological examination, electrocardiogram, x-ray, and fluoroscopy exams. The patient was advised to travel aboard to get proper diagnostic and treatment.